Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the valve was deployed into a large anatomy with a perimeter of 100 millimeters (mm). Following deployment, a post implant balloon dilation (pid) was performed due to moderate paravalvular leak (pvl). It was reported the pid was performed for approximately 3 seconds at 2 bars of pressure with a syringe and a 28 mm balloon. Following the dilation, moderate to severe central aortic regurgitation was noted. Although the regurgitation was present, the patient remained stable, and no immediate intervention was performed. Approximately two weeks post implant, heart failure and pleural effusions were noted. Subsequently, the transcatheter valve was explanted and replaced with a surgical aortic valve. Upon explant it was noted that one of the leaflets was detached/¿unstitched¿ from the frame. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received inside a hospital specimen jar submerged in a clear solution. A remnant loose host tissue remained attached to the outflow crown. Evaluation of the valve noted all leaflets were pliable and all leaflets were in a closed position. Commissure 1-2 was intact. A tear on leaflet 1 (l1) was observed near commissure 3-1. The tear extended halfway up from the nadir of leaflet 1 along the stitch line of the inferior coaptive area (ica). A flap of tissue was present at the top of the commissure 3-1 at the superior coaptive junction (scj). No damage was noted on the skirt side at the ica. A tear on leaflet 2 (l2) near commissure 2-3 was also observed. The tear extended halfway up from the nadir of leaflet 2 along the stitch line of the ica. A flap of tissue was present at the top of the commissure 2-3 at the scj. No damage was noted on the skirt side at the ica. The tissue along the tears appeared textured and frayed. These observations are historically associated with post implant dilation. Conclusion: images for this event were provided and reviewed. The valve was implanted within a large anatomy with a perimeter of 100 millimeters (mm). An annulus of this size is off-label. A post implant dilation (pid) was performed due to moderate paravalvular leak (pvl). The pvl reported was confirmed via the images provided. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. The 34 mm evolut was post dilated with a non-compliant balloon of 28 mm. Per the instructions for use (IFU), post-implant balloon dilatation sizing, the maximum balloon size recommended for dilatation using a non-compliant balloon for the 34mm evolut pro+ valve, is 25 mm balloon with an applied inflation pressure of no greater than 2 standard atmosphere (atm) to avoid potential leaflet damage. In this case, the balloon size used for the pid was not as recommended per the IFU. The leaflet damage was confirmed via image review. Analysis also confirmed leaflet damage which appeared tensile in nature and was consistent with known post implant dilatation damage mechanisms. Therefore, the leaflet tear or detachment was caused, most probably, by the aggressive post-dilatation and led to the central regurgitation. The reported aortic insufficiency could not be confirmed without an echocardiogram. The echocardiogram was not provided. Central aortic insufficiency can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The device IFU states that if the valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing. If the heart team determines that balloon dilatation is appropriate, consider all of the following factors when selecting the dilatation parameters to ensure patient safety. These factors include balloon model, balloon size, balloon position, inflation pressure, and patient anatomy. Based on the information provided, assessments of the cause(s) of the leaflet damage reported suggest that the post implant valve dilation intervention was possibly among the factors leading to the damage of the leaflet and subsequent moderate to severe central aortic regurgitation. Approximately two weeks post implant, heart failure and pleural effusions were noted. The leaflet damage/tear and central regurgitation were likely contributing causes. Subsequently, the transcatheter valve was explanted and replaced with a surgical aortic valve. The device history record for valve was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.